Manufacturer narrative:
Detailed product information was not provided to bsc. Because the event was reported anonymously, we are not able to complete good faith efforts to obtain specific product information. As such the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. There was no indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced asystole. During a farapulse pfa ablation procedure for atrial fibrillation, a farapulse pfa system was selected for use. The ganglionic plexus was ablated, after which the patient developed asystole lasting approximately 70 to 80 seconds, as observed on the claris recording system. Use of a farawave catheter to ablate the ganglionic plexus constituted off-label use of the catheter. Attempts to pace via the cs catheter were unsuccessful, as no capture or pacing artifact was seen. Troubleshooting efforts including switching pacing channels and rebooting the recording system and stimulator did not resolve the pacing issue. No other catheter pacing was attempted. The patient spontaneously regained a slow rhythm after 70 to 80 seconds, and no interventional measures were required. The last known patient status was stable. It is unknown if the device is expected to be returned.